Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and a stroke on (B)(6) 2020 with blood glucose in the 300 mg/dl range at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated on the day of the event it had been hot outside, she has fibromyalgia, and was outside cleaning their motor home. The customer wore the pump for 2 cat scans on (B)(6) 2020. The insulin pump will not be returned for analysis.